Manufacturer narrative:
Corrected data: reoperation due to rupture. Device evaluation: visual analysis of the returned device identified: curved opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: wear abrasion, a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening and the calcification condition reported by the physician was not observed.

Event description:
Healthcare professional additionally reported "peri-implant capsule was calcific."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to implant removal. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side moderate pain. Healthcare professional reported left side rupture. Device has been explanted.